Event description:
The reporter indicated that the pt was under the care of a sitter and was left unattended while taking a bath. Upon return, the sitter found the pt unresponsive. It was stated that the pt did not have any water in lungs. An autopsy is pending. Attempts to obtain additional info have been unsuccessful to date.